Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range impedance measurements and high threshold measurements. As the lead was determined to be dislodged, a revision procedure was performed. During the procedure, the helix of the rv lead could not be retracted completely. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the complete lead was returned. The helix was extended and stretched. X-ray of the lead confirmed a fracture approximately 7 to 8 cm from the tip end.